Event description:
It was reported that the patient faced hyperglycemia and diabetic ketoacidosis event on (B)(6) 2026. The blood glucose level was 400 mg/dl and was treated with correction injection via multiple daily injection. The patient was very lean. The insertion site was abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. Patient faced issue with two infusion sets.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.